Manufacturer narrative:
This report is being submitted late as a part of the correction required for a CAPA investigating repeated late submissions of clinical data to the product performance group by a single clinical safety employee. Abbott notified FDA of the pending late reports related to this issue. The late reports related to this CAPA are expected to be submitted to FDA by may 31, 2019. The manufacturer¿s aware date for this report reflects the corrected aware date of the initial report. The manufacturer¿s investigation for this event closed on 15may2019. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 3 days. Manufacturers investigation conclusion: a direct correlation between the device and the reported events could not conclusively be established through this evaluation. It was reported that the patient experienced right ventricular failure post hm3 implant. Post-op, the patient had low flows and rv stunning. It was noted that the patient had aki due to operative and post op heart failure. The patient was on sustained low efficiency dialysis. The type of treatment was inotropes, vasodilators, and an rvad implantation. The patient remains ongoing on vad support. The hm3 lvas IFU lists infection, renal failure, and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2018 the patient had acute kidney injury (aki) due to operative and post op heart failure. The patient was on sustained low efficiency dialysis. The aki and chronic kidney disease likely multifactorial. The patient experienced hypoperfusion injury following aortic valve replacement (avr) and lvad placement, both happening on (B)(6) 2018, as well as systemic infection. The patient was on antifungals and was deemed critically ill. Postoperatively on (B)(6) 2018, the patient had low flows on the lvad and right ventricular stunning. The patient's cardiovascular profile score was high, and they were reported to be in right ventricular failure and the lvad was not being filled due to this. This placed the patient at risk for multisystem organ failure and device thrombosis.